Manufacturer narrative:
The device has not been returned for evaluation yet.

Event description:
A renegade hi flo catheter was going to be used for therapeutic purposes. Before the procedure, the catheter broke at the hub. The procedure was completed with no complications or intervention.